Manufacturer narrative:
(B)(4) - (epithelial issues), (B)(4) (flap torn and was amputated). Eval: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse replaced amplifier and grating assembly to increase the maximum energy. Also performed routine preventative maintenance to system. Clinical visited site after amplifier change and supported surgeries in which 8 pts were treated. Doctors were satisfied with the equipment and surgical outcomes. System operator's manual provides precautions regarding the need to calibrate laser energy prior to use on a pt, in order to verify proper operation of the laser. Clinical contacted account today and they reported pt was seen today, (B)(6) 2010. Pt is ucva is 20/25 and bcva 20/12.5. No further surgery needed at this time.

Event description:
Customer complaint of difficult flap lift and energy changes on (B)(6) 2010. Next day, (B)(6), clinical was dispatch and during the visit, a surgeon experience a pt with loose epithelium and while attempting to lift the flap, the flap was torn approx 7mm. Surgeon decided to amputate the flap and allow the epithelium to fill in and treat at a future date.